Event description:
The patient reported exposed wires and sparking of the power cord. The patient electronic unit with power accessories was replaced and there were no adverse consequences reported by the patient.